Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. A definitive root cause of the reported eyepiece damage and observed, cloudy image issue could not be determined. However, the error patterns identified, indicated that the cause was, due to user handling/mishandling. The cloudy image, indicates a broken lens in the optical system. The lens was most likely, broken when the casing tube was dented by an impact or fall. The eyepiece funnel was probably broken, when the user tried to remove it using excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the telescope "oes elite", 4 mm, 70°, hd, autoclavable had the eyepiece broken off. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the eyepiece funnel was broken. The following non-reportable malfunctions were found during the device evaluation: there were dents on the outer tube and was missing the inner and outer adapters and protector tube. The image was cloudy as well. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.